Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when patient presented remotely via merlin.net transmission, noise episodes were observed. Upon review of the session records, noise was confirmed to be lead noise and noise reversion was functioning appropriately. It is unknown if programming changes will be made. No patient symptoms were reported. No further information available.